Event description:
The manufacturer was informed that on (B)(6) 2023, a perceval sutureless aortic heart valve pvs23/size m was implanted and paravalvular leak (pvl) was noted around the inflow ring after de-clamping. It was reported that the patient annulus didn't present any abnormal geometry and that no difficulties were encountered while implanting the valve. The surgeon judged that no intervention was needed but, when attempting to complete the surgery, an echocardiographic check was made that showed that the valve was not well positioned. Ultimately, the decision to explant the valve was taken. The patient annulus was re-sized and a larger perceval valve pvs25/size l was selected. Reportedly, the new valve was successfully implanted, with no pvl noted after implantation. A concomitant CABG procedure was performed. According to medical judgment, the event was related to initial mis-sizing of the valve. It was reported that there was no problem with the pvs23/size m valve functionality prior to the event and that surgery prolongation was negligible with no patient impact as a result of this event.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h10. The manufacturing and material records for the perceval heart valve and stent, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation can be performed. Based on the manufacturing and material records review carried out and since no device malfunction was reported from the site, it can be concluded that the device met all the specifications. Based on the information available, the reported event can be reasonably attributed to initial valve mis-sizing, as confirmed by medical judgement provided to the manufacturer. Should further information be received in the future, the manufacturer will submit a new follow up report.

Manufacturer narrative:
While there is no evidence of serious injury on the patient as a consequence of this event and device malfunction can be reasonably excluded as per medical judgement, the manufacturer is conservatively submitting this report since detailed information on patient impact and outcome is still pending. The manufacturer is following up with the site to retrieve further information regarding this event and the device involved. A follow up report will be provided upon receipt of any further information. Device discarded by the site.

Event description:
The manufacturer was informed that on (B)(6) 2023, a perceval sutureless aortic heart valve pvs23/size m was implanted and paravalvular leak (pvl) was noted around the inflow ring after de-clamping. It was reported that the patient annulus didn't present any abnormal geometries and that no difficulties were encountered while implanting the valve. The surgeon judged that no intervention was needed but, when attempting to complete the surgery, an echocardiographic check was made that showed that the valve was not well positioned. Ultimately, the decision to explant the valve was taken. The patient annulus was re-sized and a larger perceval valve pvs25/size l was selected. Reportedly, the new valve was successfully implanted, with no pvl noted after implantation. A concomitant CABG procedure was performed. According to medical judgment, the event was related to initial mis-sizing of the valve. It was reported that there was no problem with the pvs23/size m valve functionality prior to the event and that minor/temporary injury to the patient occurred as a consequence.